Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, minor scratched and cracked display window.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer reported the buttons were not functional on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.